Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was overheating. No troubleshooting indicated. The monitor is expected to be replaced. There was no patient involvement.

Manufacturer narrative:
Product analysis: model: 24950j, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that no complaint failure was found; found error code 3248 and 8218 in failure analysis log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.